Event description:
A technician reported that following bilateral intraocular lens (iol) implant surgeries, a pt is not satisfied with the outcome as there is residual cylinder and myopia. Additional info has been requested. There are two medical device reports associated with this event. This report is for the fellow eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. There was not enough info provided from the account to properly completed an investigation. Additional info was requested on (B)(6) 2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4):